Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose because he ate breakfast and then received the motor error alarm. Blood glucose reading was 400 mg/dl. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Troubleshooting was performed for motor error alarm. Customer was performed displacement test and the test results was passed. Motor error alarm recurred. The insulin pump will not be returned for analysis.